Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer just started using the pump yesterday and the blood glucose (bg) level was 311 mg/dl today. Boluses via the pump were delivered to address the high bg level. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.